Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak and was not able to hold pressure in both manual and mechanical ventilation. There was no report of patient involvement.